Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was around 375 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on the continuous glucose monitor. Cause was not known. A correction injection via manual insulin therapy was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.